Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the u.s. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender characteristics is male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: real-world evidence on lead extraction following cardiac implantable electronic device (cied) infections and its association with 1-year mortality. The american journal of cardiology. 2025. 251: 54-62. Doi: 10.1016/j.amjcard.2025.05.015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiovascular implantable electronic device (cied) infections and lead extraction. The authors described patients who developed cied infections and those with concomitant staphylococcus aureus infection, sepsis, or endocarditis. Some patients underwent lead and device extractions either within seven days of hospitalization and diagnosis or in between seven and thirty days after diagnosis. Other patients were treated with antibiotics and other unknown interventions, and lead extraction did not occur. There were patient deaths within one year of infection diagnosis; however, the specific causes of death were unknown and not available. The status of the devices and leads is unknown. No additional adverse patient effects were reported.